Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, one device was fired but the staples did not form and one device had sticking motion as the handle was squeezed, this device was not fired.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the devices used seemed to stick as it was closed. Both devices were not able to fire. Replaced by a new device to complete the case.